Event description:
During a premature ventricular contraction procedure, difficulty was noted while attempting to insert the catheter through the aortic valve via retrograde access. The physician pushed the catheter hard and stenosed the left coronary artery. Catheterization was performed; the patient was stabilized and transferred to the ICU. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.